Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-02901. It was reported that right atrial (ra) lead noise and right ventricular (rv) lead externalized conductor were observed. The leads were explanted and replaced. The patient was stable.